Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive and the cine bridge circuit card. System operates as intended.

Event description:
The customer reported the system is displaying a "cine disk not available" message. No patient injury was reported.